Event description:
Information was received from a patient representative regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported that the patient came in from outside today and they were sitting on the edge of the sofa and felt like someone had cranked the stimulation up, and then the patient scooted back further on the sofa. The patient rep stated now the patient was getting a power on reset (por) message on the controller. The patient rep stated the programmer had a triangle with an exclamation point. The patient rep mentioned they sometimes saw a question mark on the screen. The patient rep stated the patient was no longer feeling anything. The patient was not near any electrical equipment and did not fall or run into any strong magnetic fields. The issue was not resolved through troubleshooting. The patient rep also mentioned the patient had lost 22 pounds since february, and they couldn't eat or drink anything because of lyme disease. The patient rep stated the patient could feel the stimulator more because of the weight loss. The patient was redirected to their healthcare provider (hcp) to further address the issue. The patient rep stated the patient's doctor had passed away but they had left a message with the nurse.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient's representative. They reported that the cause of if feeling like someone had cranked the stimulation up was unknown. They reported that they were not positive about what likely caused or contributed to the issue. They reported that steps taken to resolve the issue included that the patient was battling lyme's disease and is therefore having some cardio issues. When she was able to, she would see her specialist. They reported the issued had net yet been resolved. They reported that the cause of no longer feeling anything was not determined. They reported that they were not positive about what likely caused or contributed to the issue. They reported that steps taken to resolve the issue included that when the patient was able to travel they would visit their specialist. They reported the issued had not yet been resolved. They reported that the cause of the por message was not determined. They reported that they were not positive about what likely caused or contributed to the issue. They reported that steps taken to resolve the issue included that they would see their specialist for diagnosis and treatment when they were able to travel. They reported the issued had not yet been resolved.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.